Event description:
It was reported that this patient experienced an atrial fibrillation (afib) that was inappropriately marked as a ventricular tachycardia and treated with anti-tachycardia pacing (atp) and a single shock. Boston scientific technical services (ts) were contacted and provided reprogramming options to resolve the event. The physician elected to reprogram the device. Recently, additional inappropriate shocks and atp were delivered. Ts discussed that the patient's variable morphology was uncorrelated with the programmed rhythmic settings and thus recommended performing a manual template. At this time, the device remains implanted and in-service. The patient was stable with no additional adverse effects.